Event description:
Allegience hepa filters used to filter expiratory gases on ventilators became occluded during routine operation. The occlusion prevented the pts from exhaling via the expiratory side of the servo 300 ventilator. Fortunately the safety valvue on the inspiratory side opened and alarmed. No pts were injured during these events, although they had to be manually ventilated (bagged) until the filter was changed. This occurred on 5 pts. Hosp has discontinued use of the allegience hepa filters and reported this problem to allegience healthcare inc. Occluded filters were sent to allegience corp for analysis.